Event description:
It was reported that the patient suspected a leak ¿somewhere.¿ the physician suggested there may be a kink or the catheter may have been severed. The patient was experiencing increased spasticity. The patient stated, ¿sometimes it works and sometimes it doesn¿t.¿

Manufacturer narrative:
(B)(4).

Event description:
The patient reported lack of therapeutic effect; the spasms so bad at times it was as if the pump was not working. The patient reported that a revision was done last year but the pump was working ok so nothing was changed; it was for exploratory purposes only. The patient reported prior to surgery that the drug could not be aspirated from the catheter. A refill was planned for the end of (B)(6) 2012. The patient also reported that he was also taking oral medications. The patient was also seeking a new health care provider due relocation. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8711, lot # n186994005, implanted on: (B)(6) 2009, explanted on: unknown. (B)(4).